Event description:
A confirmed false reactive advia centaur xp hbsag result was obtained by the customer and the result was questioned by the physician. The patient is on a transplant list and monthly testing has been negative. A new sample was drawn for retest ans the result was non reactive. The redrawn sample was sent out for testing by another hbsag test method and the result was negative. There was no known report of patient treatment being altered or adverse health consequences due to the discordant hbsag assay result.

Manufacturer narrative:
The cause for the discordant reactive advia centaur xp hbsag result when compared to the new sample non reactive result and another laboratory hbsag non reactive test result is unknown. The initially reactive result were confirmed as reactive. The customer has stated that the qc, calibration and other assays tests are resulting as expected. The customer has declined a field service visit. No conclusion can be drawn. The instruction for use (IFU) states the following in the limitation section: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings". The instrument is performing within specifications. No further evaluation of the device is required.